Event description:
The customer reported that after pipetting an hbsag plate on summit the tech indicated that no enjugate was delivered to well a6. No error was generated. No death or serious injury was associated with this incident.